Event description:
It was reported that during a device change out due to normal eri, externalized conductors and high, out of range pacing lead impedance were observed. Patient was asymptomatic. The lead was capped and replaced.